Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, after fixing the basket in the alliance handle, the handle cannula broke when trying to close the basket. The basket was removed, and another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the device was provided by the account showing the handle cannula broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.